Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d9: a section of the percutaneous lead returned for evaluation. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the wires of the patients driveline were visible and looked very fragile. Log files were submitted for analysis. The log file did not show any issue with the ventricular assist device due to the driveline issue. The patient underwent an external percutaneous lead replacement on (B)(6) 2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned driveline confirmed damage to the outer silicone jacket. Although a specific cause for the observed damage could not be conclusively determined, it did not contribute to an electrical issue. The account submitted an image of the patient¿s driveline for review. The image showed the external the driveline wrapped in tape. A portion of the driveline had the bionate layer exposed and discolored. The submitted revealed several low flow alarms on (B)(6) 2025. A specific cause for the low flow events could not be conclusively determined through this evaluation. No other notable events were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2025. Approximately 20¿ of the external portion of the driveline was returned. Electrical continuity testing was performed on the returned portions of the driveline. All wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Tape was covering the entire length of the returned driveline. Removal of the tape revealed multiple missing areas of the outer jacket of the driveline. Upon removal of the outer jacket of the driveline layers, revealed discoloration of the bionate. Moderate to severe breakdown of the metal braided shield were captured approximately 0"-1", 2"-2.5", 7.5", 8"-9", 9"-10.5", 12", and 15.5"-20" from the controller connector. The wires appeared unremarkable. Under the microscope, no signs of damage to the wire insulations or underlying conductors were observed. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage through the insulation of any of the driveline wires. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. C., and the heartmate ii lvas patient handbook, rev. C. Are currently available. Section 1 of the IFU, "introduction", provides an explanation of pump parameters, including flow. Section 4, ¿system monitor,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The patient handbook contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.